Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event is not device related but rather is associated with the pt high weight and activity level and possibly alignment.

Event description:
Reporter states, "the patient was diagnosed with an infected knee, when the knee was exposed it was determined that the insert was worn. The insert was removed."